Manufacturer narrative:
Continuation: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing, the impedance trend of the right ventricular defibrillation conductor was decreasing and an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d354trg. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead has had a gradual decline in r-waves and a downward tend in impedance. The lead remains in use. It was also reported that the left ventricular lead had high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.